Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing episodes due to noise were observed when the patient presented through merlin.net transmission. The cause of noise was not determined. Further testing and programming changes were recommended. Patient will be scheduled for in clinic visit for further evaluation. Patient was stable.